Event description:
It was reported by service report that the retractable head section was broken and could not extend or retract. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.